Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post pacemaker implant the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing causing inappropriate ventricular pacing and false/ early termination of recorded atrial tachycardia/ atrial fibrillation (af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.